Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders were visually inspected and functionally tested. The outer tube of the first cylinder was detached near the proximal of the cylinder body; scaling was present close to the distal of the cylinder. When inflated, torn fabric threads and an inner tube bulge were also identified. The second cylinder passed leak testing. The reservoir was visually inspected and functionally tested. There was a leak due to fatigue in the reservoir kink resistant tubing (krt) at the reservoir adapter strain relief junction. The pump was visually inspected and functionally tested. No leaks were found however, scaling was found near the pump block. The pump did not pass activation testing. This investigation is assigned a most probable conclusion code of cause traced to component failure as the reported inflation issue was most likely caused by the leak identified during testing. Additionally, product analysis identified a cylinder bulge and pump activation issue.